Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that several pieces of her equipment have failed and this is the fourth time this has happened. She said that her blood glucose is high. She also mentioned that she had received plastic infusion sets that experienced bent cannulas. During bent infusion set cannula troubleshooting, the customer said that her blood glucose was 516 mg/dl and that she treated with a set change. She said that the bent cannula occurred half a day and about 12 or more hours after insertion. She said that she uses tape and that it does not stick as well. The customer mentioned that the reservoir cap did not lock into the infusion set and that she found a way to pull the insulin out of the reservoir and put it in another reservoir. She was advised that this method was not approved. She declined troubleshooting for her high blood glucose and treated with the pump and a set change. The customer said that she was not able to read the pump serial number. The insulin pump will not be returning for analysis. The infusion set and reservoir will be returning for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir¿s snap-cap width dimensions. Also using a new lab infusion set connected reservoir easy to connect/lock/release properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.